Event description:
The customer was hospitalized for low bgs. It was mentioned that the customer had seizures and low bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. Suggested the customer to call their doctor to discuss possible causes of low bgs.